Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.